Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent dilation and curettage, cystoscopy, diagnostic laparoscopy with fulguration of endometriosis due to pelvic pain, dyspareunia, menorrhagia, dyspareunia, and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2006.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, frequency and uti. No additional information was provided. It was also reported that the patient underwent sling removal on (B)(6) /2015 due to pain by dr. (B)(6).